Event description:
It was reported that high impedances (>10,000 ohms) were measured on electrodes #4, 5, 6, and 7 of the lead component of the patient¿s implantable neurostimulator (ins) system. The patient stated that they did not feel any therapeutic stimulation on their right side any more at which time the impedance testing was performed. It was not clear if there were any lead fractures present. The current programming was erased that was using the electrodes with high impedances. The patient was then reprogrammed using electrodes #0-3. The issue was discussed with the patient¿s doctor and it was determined that the lead would be replaced (revision) when the ins reaches end-of-service (eos) so both can be replaced at one time. The patient was reported as doing ok and receiving therapy to their left side only (not getting therapy from right lead with high impedances). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v000051, implanted: (B)(6) 2006, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 748940, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).